Event description:
Following pre-dilatation with a 2.5mm x 20mm ninja percutaneous transluminal coronary angioplasty balloon, a 2.5mm diameter x 24mm length medtronic ave s540 stent was inserted into the mid-left anterior descending coronary artery. During deployment of the stent, the stent delivery balloon lost pressure when it reached 8 atm. Upon removal of the stent delivery system a pinhole leak was noted in the stent delivery system. During add'l angiographic images post stent deployment, a small dissection was noted distal to the deployed stent. A second unknown stent was inserted distally to cover the dissection. The pt was fine post procedure and there is no add'l clinical sequelae reported relative to the event.